Event description:
This catheter was placed on a patient as a replacement for the second icp catheter which exhibited error readings (MDR number 2023988-2004-00073). The catheter was placed in 2004 and removed 2 days later due to error readings. The replacement catheter was from another vendor which functioned as desired. A telephone call was received from the reporter in july 2004 indicating no intervention was given to the patient based on the error readings, since the treating surgeon did not believe the readings was accurate based on the patient's condition. The reporter indicated the catheters were fragile and perhaps the insertion technique was the cause of the inaccurate reading.